Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal femoral nail system (tfna) procedure on (B)(6) 2019, the blade screw guide sleeve was jammed into the 130 degree aiming arm and was not able to be pulled back and released when pushing it and taking off the handle. It was simply removed by a 130 degree aiming arm. Procedure was completed successfully with no delay. Patient was not affected. Concomitant medical product: handle (part: unknown, lot: unknown, quantity: 1). This report is for a 130 deg aiming arm. This is report 2 of 2 for (B)(4).